Manufacturer narrative:
No product was returned. With the available information, a contributing factor or cause for the reported event could not be identified. Thus, no corrective action was possible at this time. If at a later date the product returns this investigation would be re-opened. This investigation was considered closed. We would continue to monitor for trends as more definitive data was collected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with t12 burst fracture with retropulsed bone into the canal resulting in cauda equina compression and intractable pain. It was reported that patient underwent 7 surgeries, 4 were for broken rods. On feb 7, 2017 patient underwent left thoracoabdominal minimally invasive approach with t12 vertebrectomy plus reconstruction of t12 vertebral body using medtronic altitude expandable cage, endplate, augmented with autologous bone. On (B)(6) 2017, patient underwent a surgery for chest tube removal. Patient again suffered from t12 burst fracture, status post t12 vertebrectomy with re-construction. On (B)(6) 2017, patient underwent t9-l3 fusion using solera 5.5 instrumentation, augmented with allograft bone intertransverse process from t9-l3 level. On (B)(6) 2017, patient again had loosening of hardware pedicle screws. Bilateral l3 pedicle fracture status post t12 vertebrectomy with reconstruction and posterior t9 to l3 fusion.posterior t7-t9 fusion, posterior l3 to the sacrum fusion, instrumentation from t7 to the ileum was performed. Also intraoperative, stealth stereotactic navigation with o-arm was used. On (B)(6) 2017, as the patient had t7 fracture with kyphotic angulation at the t6-t7 level causing associated cord compression. Revision surgery was performed. T6-t7 thoracic laminectomy with reduction of t7 fracture.posterior t4-t7 fusion with new rods placed t4 to pelvis. Use of intraoperative stealth stereotactic navigation and o-arm. On (B)(6) 2018, patient was diagnosed with fractured right-sided lumbar hardware involving the rod between l2-l4. Exploration of lumbar fusion was performed as a procedure. As a result revision of right-sided lumbar hardware was performed. On (B)(6) 2018, patient was diagnosed with bilateral thoracolumbar rod fracture. Thoracolumbar wound exploration was performed as a procedure. As a result ,there was a revision of bilateral thoracolumbar hardware. On (B)(6) 2019, patient was diagnosed with bilateral rod fracture directly above the l4 pedicle screws resulting in severe low back pain. As a result, revision lumbar spine surgery was performed from t12 to the ilium using a dual rod construction.